Event description:
Customer called in to report that the insulin pump has been exposed to water and alarmed for button error. Blood glucose reading at the time was 239 mg/dl. The customer was riding in a boat and water splashed on the insulin pump. The buttons on the insulin pump are unresponsive. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.